Event description:
The user facility reported that the inolved angio-seal device was properly set, with audible confirmation of the first click as the anchor was pushed out of the introducer sheath. Subsequent clicks were heard as the operator pulled back the proximal portion of the hub to set the anchor at the sheath's beveled edge. Visual confirmation of the white dash marks on the sides of the vcd hub was achieved. However, when the operator pulled back to deploy, the entire system came out of the patient. Manual pressure was immediately applied, though a small hematoma formed. The scrub tech cut the vcd introducer sheath and used the back end of a wire to push the anchor out, confirming it was not left inside the patient's body. The patient was sent to recovery, where they experienced discomfort from having to lie flat. The physician was upset by the experience but allowed time for discussion after the procedure. The procedure involved was a type ii endoleak and le angio intervention. The patient's condition was not applicable, and no relevant tests were conducted. Blood loss was minimal, less than 250cc. A hematoma formed at the femoral access site, but it was not life-threatening. There was a direct allegation related to the procedure.

Manufacturer narrative:
A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with the tips of the sheath and carrier tube cut from the assembly. Functional testing was unable to be performed due to the condition the sample was returned to. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).